Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced that black and white noise appeared when adjusting angulation. The issue was found during a diagnostic upper gastrointestinal endoscopy. The procedure was completed with the same device. There were no reports of patient harm.